Event description:
The customer alleged they received a questionable creatinine jaffé gen.2 (crej) result for one patient on their c702 analyzer. The customer stated the initial crej result was too high for the patient and it was reported outside the laboratory. The patient complained about the result. The customer stated "they remeasured the other sample and reported lower result". The customer also stated that discrepant results were produced from the same patient sample. Clarification was requested but not provided. The patient's actual results were requested but not provided. There were no adverse events, the crej reagent lot number was 697273. The expiration date was requested, but not provided. The field service representative performed a reagent replacement with another lot of reagent and some service actions. A precision check was performed. The problem was solved.

Manufacturer narrative:
This event occurred in (B)(6).